Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported foot retraction issue was confirmed due to the condition of the returned device. The difficulty to remove the device is likely related to the foot retraction issue. The investigation determined the reported difficulties and patient effect appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Lcfa was mildly tortuous and arterial puncture had been difficult. Reportedly, the proglide device was difficult to remove. The lever was opened and closed but the proglide foot did not close. The proglide device was pulled out of the patient with the foot open. The artery was damaged. The artery was repaired and bleeding was stopped. The evar procedure was completed and hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the surgery to repair the artery and achieve hemostasis. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.